Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he has some insulin pens to last him a week or so. Customer's blood glucose was 132 mg/dl at the time of the incident. Customer stated that he took the pump off to swim and then put it back on. Customer then received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm, and no button response due to a flattened button dome switch. Unable to perform the displacement test due to no button response. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked case at the reservoir tube window corner.